Event description:
At 8am patient tested their blood glucose and obtained 44mg/dl. Patient then ate oatmeal, oj and coffee. At 9am patient took a reading and obtained 65mg/dl. At 2pm patient had cup of soup and a yogurt. At 3pm tested and obtained 65mg/dl. Patient went to the hospital 9pm and received a result of over 100. Customer service found out that patient's test strips were expired. Patient was hospitalized and was treated for diabetes. Meter was not replaced by customer service. Medical affairs is reporting this case as an adverse event due to big difference in the readings and use error leading to the adverse event.